Event description:
New information received states that the patient presented for generator change procedure and the pacemaker was replaced on (B)(6) 2019. During procedure, the atrial lead was evaluated, and it was noted that the threshold values were stable in unipolar and bipolar configuration. The atrial sensing value had decreased in bipolar configuration and loss of sensing was noted in the unipolar configuration. The atrial lead was reprogrammed and was reused with the new pacemaker. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture thresholds and the atrial sensing value had decreased. No intervention was performed, and the lead remains implanted. As the patient is nearing elective replacement indicator (eri), a new atrial lead may be implanted during the generator change out procedure. The patient was stable and will continue to be monitored.